Manufacturer narrative:
Investigation summary: bd received 5 samples and a photo for investigation. The photo and samples were reviewed and the indicated failure mode for foreign matter on the needle with the incident lot was observed. Additionally, ten retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter on the needle was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle there was foreign matter on device cannula/needle or any fluid path component. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: the "customer found green particles on patient side needle."